Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: japan. When customer opening package of the product, the needle and the thread had already come off.

Manufacturer narrative:
Samples received: one open pouch. Analysis and results: there are no previous complaints of any of the two possible batches. 12,456 units of the batch 116205 and (B)(4) units of the batch 117076 were manufactured and distributed in the market. There are no units in b. Braun surgical stock of any of the two batches. We have received an open sample without needle nor thread inside, moreover, the aluminum part with the printed data of the pouch is also missing and thus the exact batch number cannot be determined. Without closed and/or defective samples a proper analysis cannot be performed. Reviewer the batch manufacturing records of the two possible batches, the products had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyze it. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.